Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-may-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that fixation with a pec repair button implant device was not successfully maintained due to a post-operative pectoralis re-tear. The healthcare provider reported that the fixation failure was associated with trauma. A revision procedure consisting of pectoralis reconstruction with allograft using suture anchor fixation was performed to address the fixation failure. The healthcare provider assessed the event as probably not related to the device.